Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6 (investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) confirm the fault reported by the customer at the hospital. Fse recommended that customers replace the drive valve group. Due to price reasons, the customer will not repair it for the time being. As, customer decided not to repair, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Ue to character restrictions in e1, phone is: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit has loop leakage and replaced the patient with other equipment, which did not cause any harm to the patient.